Event description:
It was reported that during the implant procedure, a set screw of the device was unable to be rotated. When loosening another set screw on the device, the set screw was damaged and a portion of the set screw was unable to detach from the wrench. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of header anomaly could not be confirmed. The ventricular set screw was found to be within specification during testing in the laboratory. The ventricular set screw was able to engage with a torque driver and was able to secure and release a test lead. The atrial set screw was not returned and no analysis could be performed on the atrial set screw. A laboratory set screw was able to engage the atrial connector block and was able to secure and release a test lead.